Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The patient effects of hematoma and pain are listed in the perclose proglide instructions for use as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Reported device code (B)(4) - the proglide device was deployed without removing the guide wire. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic procedure. Reportedly, the guide wire was still in the proglide device when a suture break occurred during knot tightening. The patient had pain and a small hematoma was observed. Manual arterial compression was applied to treat the hematoma and to achieve hemostasis. Pain medication was given due to pain from the hematoma. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.